Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen began separating from the body, exposing internal wiring, consistent with a device bonding failure involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem leading to loss of or failure to bond at the display, aligning with a component-level issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.